Event description:
The user's hearing performance with the device was affected after a head trauma. The user was reimplanted on (B)(6) 2026.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance with the device is affected after a head trauma.

Manufacturer narrative:
Conclusion: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However, to confirm an exact root cause device investigation would be necessary. Re-implantation is planned in (B)(6) 2026. This is a combined initial and final report.